Manufacturer narrative:
The reported events of failure to interrogate, no lv output, and no magnet response were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented for a follow-up in clinic. During device interrogation, it was noted that the pacemaker was failed to interrogate. The pacemaker also showed no response to magnet placement, and a two second pause was observed on the EKG. The physician proceeded with further evaluation, including a chest x ray. Based on the findings, the pacemaker was explanted and replaced. The patient remained in stable condition throughout the procedure.